Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The external/internal inspection was performed and found a melted connector at the accomp printed circuit board power harness. The temperature was within specifications. The device passed electrical testing. A volumetric accuracy test was performed and the device failed. It was determined that the test failed due to a system error (se) 0002. When the power on the device was cycled, the device alarmed and had a flashing cursor on the screen. The cause of the se and the flashing cursor was determined to be intermittent operation of the digital pcb due to a poor connection. The accomp printed circuit board and power harness were to be scrapped and the device sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.